Event description:
My name is (B)(6). I am (B)(6). I have been having right abdominal pain and right pelvic/hip pain, trouble walking and multiple infections, uti, intractable pain and multiple tests and dr visits. With different diagnoses and no real answers as to why, but last week my dr took an x-ray of my right hip due to the amount of pain I am having and found 2 metal clips inside of me. After further investigating, my dr identified the metal clips as filshie clips used for sterilization. I was not told that the dr was going to use clips or that he had used clips. I was not given any warnings of what could go wrong with these clips and I am now having problems from them. I have been doing some research to learn about these clips that are inside my body causing me problems. I found a site called "(B)(6)" and another (B)(6) filshie clip investigation and I found that globally women are being affected by these clips in the exact way I am and also were not asked permission for these foreign metal clips to be inserted and sewn into our bodies. I want these out of me, but I am also finding that insurance won't pay for it. That it must be out of pocket and is roughly $(B)(6). I don't want to die. I don't want to be ill all the time and in miserable pain all the time. I have 4 kids and I am a single mom. I work full time, but am also finding myself having a hard time at work and being able to get through the day due to pain. It is affecting my work performance so much that I am having a hard time focusing on my tasks. I have contacted a couple of attorneys and no one seems to know what I am talking about. I read that the other victims are filing a class action lawsuit, but I can't seem to find any information to get me moving in the right direction for help. Please contact me (B)(6). I am from (B)(6). My sterilization took place at (B)(6) hospital in (B)(6) by dr (B)(6). Do the doctors have to tell you they are putting medical devices inside of you? Do the doctors have to tell you of warnings of the devices put inside of you? Can I sue the doctor outside of the class action lawsuit?